Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 100-200 units of insulin. Reportedly, the customer reverted to manual injections and an alternate pump for alternate insulin therapy. No reported adverse impact to the customer's blood glucose.